Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and absorbable hemostat was used. During the procedure, the product was applied before wound closure. Washing was completed. A drainage was not performed. The patient was an elderly female with thin skin. After surgery, wound dehiscence occurred, and the cause was unknown, but there was leakage of blood, and therefore suturing was performed again. There was no problem with the prognosis. The surgeon commented that although it was unknown whether the cause was the absorbable hemostat, no anastomotic leakage or dehiscence occurred in the past. Because the surgeon who performed the surgery is a different surgeon, it is not known what was caused the event. The patient recovered. The patient has been discharged from the hospital. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? 2. What was the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. Where was the surgicel used (on what tissue)? 9. How much surgicel was used during the procedure? 10. Was the surgicel product left in place? 11. What were current symptoms following the index surgical procedure? Onset date? 12. Was any additional surgical or medical intervention, other than the re-suture, been performed? 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative dehiscence? 14. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? Elder woman. 2. What was the date of index surgical procedure? (B)(6) 2022. 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically?=>the product was used to address active bleeding. 4. Where was the surgicel used (on what tissue? Joint capsule. 5. Was the surgicel product left in place? The surgeon said he washed the using poeder side, but it was insufficient. 6. What were current symptoms following the index surgical procedure? Onset date? Fluid retention and dehiscence of the wound were confirmed 2vweekd later of the initial surgery. 7. Was any additional surgical or medical intervention, other than the re-suture, been performed? The surgeon cleaned the dehiscence of the wound and re-sutured. 8. What is the users experience w/ surgicel powder and other hemostatic agents? No anastomotic leakage or dehiscence occurred in the past. The following information was requested, but unavailable: 1. What were the diagnosis and indication for the index surgical procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What is the lot number? 5. How much surgicel was used during the procedure? 6. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative dehiscence? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) additional information: d3. Date of event, d7. Medical history/preexisting condition, h6. Health effect - clinical code additional information was requested, and the following was obtained: -procedure date : (B)(6) 2022 -event date : (B)(6) 2022 -[seriousness] non-serious (moderate/minimal) -[reason of the seriousness] crp level was normal. Red blood cell count was also thin, and accumulation like joint fluid was observed, but the patient recovered after re-suturing after removal. -[product use details] the product was used during an unicompartmental knee arthroplasty : uka on (B)(6) 2022. After suturing the joint capsule, it was sprayed, and the wound was closed without washing not much. Two weeks later, during rehabilitation, an effusion like blood began to seep out and wound dehiscence occurred. When opened, accumulation fluid (it was not hematoma, and the hemoglobin level was almost absent, so it was not blood.) Was found, and the joint capsule was wrinkled and not fused. After washing and re-suturing, the patient was discharged from the hospital 2 weeks later. -[surgeon¿s opinion about causal relationship between product and event] yes, there is. -[surgeon¿s comment] crp level was not high and there was no infection. In tka procedure, the product is sprayed deeply and washing is performed. However, skin incision was shallow in uka procedure, and in this surgery, the wound was closed by spraying a large amount over the joint capsule and washing quickly. Probably, the product entered into the suture surface of the joint capsule and inhibited fusion, and then exudate in the joint capsule that came out accumulated, leaving no place to escape and pushing up the fascia and subcutaneous tissue, probably leading to dehiscence. -[other contributing factor] the patient had diabetes mellitus and parkinson's disease. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6. Health effect - clinical code: e0506